Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: december 11, 2013. Expiry date: december 01, 2023. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: four (4) devices were received by the manufacturer for evaluation: pfna nail (473.045s), pfna blade (04.027.054s), and two (2) locking bolts (459.480 and 459.560). The received nail is broken, as mentioned in the complaint description, and is also badly damaged all over the part. The citrus hole also exhibits some damage. A device history record (DHR) review was performed for the affected lot with no abnormalities or deviations detected, which could have led to the complained failure. No non-conformance reports (ncr) were generated during production. The damage at the citrus hole appears to be marks from the step drill. It is likely that the incorrect aiming arm was used during insertion as the angle does not appear to be right on. The fracture surface was seemingly polished or prepared after the breakage, which makes further investigation impossible. There is no specific information available as to what happened to this article; unfortunately the exact reason for this occurrence cannot be determined. It is likely that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. The received blade is badly damaged all over the part. A DHR review was performed for the affected lot with no abnormalities or deviations detected. No ncrs were marked in the DHR during production. The damage at the tip of the part likely happened as a result of contact with the nail during insertion. As the device was not responsible for the breakage of the nail, no further investigation will be done. The received locking bolts are in used condition with damaged recesses, likely from use. Otherwise, the bolts are in good condition. A DHR review was performed for the affected lot with no abnormalities or deviations detected. No ncrs were marked in the DHR during production. As the bolts are not responsible for the breakage of the nail, no further investigation will be done. Unfortunately, the exact root cause of the nail breakage cannot be determined. It is likely that an application error during the original procedure may have taken place. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product code is hwc. (B)(4). (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review has been requested for the subject device lot. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 to address a broken proximal femoral nail antirotation (pfna) nail and nonunion. During the revision surgery the broken pfna and two locking bolts were removed. It is unknown when the devices were initially implanted or when the broken nail and nonunion were discovered. There was no report of surgical delay or patient outcome. This complaint is alleged against the pfna only. This report is 1 of 1 for (B)(4).